Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. As returned, the ipg did not respond to the patient programmer or the blue screen utility. After opening the can, the battery was found to be depleted. The battery was recharged and default parameters were restored. The header underwent a thorough cleaning to remove discoloration, and the ipg passed auto test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2009. It was reported that the patient experienced a sudden loss of stimulation and was unable to communicate with the ipg using two programmers and two charging systems. Surgical intervention was undertaken on (B)(6) 2011 to replace the patient's ipg, and effective stimulation was recaptured as a result.